Event description:
On (B)(6) 2012, the reporter contacted animas to report the pump was losing time on the pump settings, by three minutes each time. The pump had not been exposed to moisture or trauma. There was no patient injury associated with this issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box shows a manual time change on (B)(6) 2012 from 8:57pm to 8:01pm. Investigators noted that (B)(6) 2012 was the date of (B)(6). There was no activity outside normal use observed in the pump histories. A timekeeping accuracy test was performed and the pump was found to be keeping time accurately. The complaint could not be confirmed or duplicated on investigation.